Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking.no troubleshooting taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c, serial/lot# (B)(4): the remote monitor was returned and analysis revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.